Manufacturer narrative:
A ge rep evaluated the sys and replaced a blown fuse. The system operates as intended.

Event description:
The customer reported the monitor will not turn on. No pt injury was reported.